Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2002, product type: catheter. (B)(4).

Event description:
During a routine catheter dye study to confirm catheter patency for a future pump replacement for normal longevity, they had difficulty aspirating fluid through the cap (catheter access port). The physician injected the dye and was then able to aspirate back from the cap after that to confirm patency, but upon aspirating the fluid back, he saw ¿black specks/precipitate¿ in the fluid, but did not have it tested. There had been no reservoir volume discrepancies at refills. The patient had no symptoms and no issues. The physician decided to decrease the daily dose down to 5 mg/day. The device system was delivering morphine. The interventions and outcome of the event were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.